Manufacturer narrative:
B3, g4, d4: UDI: unknown. One device was received for evaluation. Visual inspection found no physical damage. A review of the event history log found no record of the reported problem. Functional testing was unable to verify the reported problem; however, it confirmed that a message appears indicating that it is time to replace the internal battery. The battery and backup capacitor were replaced. No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause is the dso sensor; however, this cannot be confirmed as no product was returned for investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a periodic inspection alarm, the motor is defective. No adverse patient effects were reported by the customer.